Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hypotension is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. Additionally, the IFU, states: note the product use by date specified on the package. It is unlikely the use after expiration contributed to the reported event. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a coronary procedure was performed to treat a target lesion in the left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The 2.8 x 19 mm graftmaster stent delivery system was opened; however, it was noted that the stent was expired. As there were no additional graftmaster stents available, the expired stent was used. The stent delivery system was unable to cross to the perforation and was removed. Balloon tamponade was performed using a 2.0 x 20 mm non-abbott dilatation catheter. The patient experienced hypotension, desaturation and restlessness and the patient was intubated. Medications were administered and the patient was in critical, but stable condition post procedure. No additional information was provided.